Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited elevated capture thresholds and lead impedance has gradually increased. The rv lead was re-programmed and was successful at capturing at lower values. The patient will continue to be monitored at regular intervals. No additional information was reported.